Event description:
Patient called alleging that the control solution falls out of range with the test strips. They stated that they are obtaining inaccurate control high readings. They did two control tests and both fell out of range. Readings were 332 and 320. Patient mentioned that their test strips are in good condition and are not expired. The code numbers match and the control solution is not expired. Patient mentioned that about three weeks ago they tested their blood glucose and obtained a reading over 500mg/dl. The high reading prompted patient to take insulin and call the paramedics. Paramedics arrived 30 minutes later and obtained a 75mg/dl on their meter. Customer service was unable to resolve the issue and sent patient new strips and control solution.